Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 309657, batch no. 8186645. It was reported that the syringes were very leaky. "Cts will leave case open for customer to call back and gather more information on this issue. Cts attempted a follow up but had to leave a message. See attached email in notes for the information cts has on this case. Notes: created by (B)(6) at (B)(6) 2019 12:07:43 pm. Subject: cts note . Email to customer about syringe replacements . Syringe and needle issue. Msg . Created by (B)(6) at (B)(6) 2019 11:35:58 am. Subject: cts note. Cts followed up with customer and was able to gather more information regarding both issues. 1. Description of issue: customer reported that her syringes were very leaky and she had no issues with filling the cartridge and loading it on. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 3. 4. Item number: 3 ml syringe 309657. 5. Product lot number: 8186645. 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (B)(6). 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category = needle/syringe issue". Additional information received from customer: "I've had about 3-4 instances of leaking with a particular lot of bd syringe, where it leaks between the syringe and the needle and it also brings in air. This meant that I ended up having to use more needles/syringes or my own insulin needles to fill the cartridges. Note: I used the needles with another lot of the syringe and had no problems so I'm thinking it's the actual syringe not the needle. I have 3 syringes I would like to exchange for a new lot. 3ml luerlok syringe: catalog: 309657 lot 8186645""

Manufacturer narrative:
H.6. Investigation: one sample received for investigation. Additionally, 20 retention samples were evaluated. Test included defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product, deformation in the thread of the barrel, loose foreign matter in the fluid path, leakage test, and embedded particles. The results obtained from the functional tests in the retention samples are satisfactory, also the product sent by the client were in accordance. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 309657, batch no. 8186645. It was reported that the syringes were very leaky. "Cts will leave case open for customer to call back and gather more information on this issue. Cts attempted a follow up but had to leave a message. See email in notes for the information cts has on this case. Notes: created by (B)(6). Subject: cts note. Email to customer about syringe replacements. Created by (B)(6). Subject: cts note. Cts followed up with customer and was able to gather more information regarding both issues. Description of issue: customer reported that her syringes were very leaky and she had no issues with filling the cartridge and loading it on. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 3. Item number: 3 ml syringe ¿ 309657. Product lot number: 8186645. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. Resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category: needle/syringe issue". Additional information received from customer: "I've had about 3-4 instances of leaking with a particular lot of bd syringe, where it leaks between the syringe and the needle and it also brings in air. This meant that I ended up having to use more needles/syringes or my own insulin needles to fill the cartridges. Note: I used the needles with another lot of the syringe and had no problems so I'm thinking it's the actual syringe not the needle. I have 3 syringes I would like to exchange for a new lot. 3ml luerlok syringe: catalog: 309657, lot 8186645"".